Manufacturer narrative:
(Incorrect angle/position). The customer reported the device was discarded. The lot # was provided. A review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
Device malfunction: difficult to remove. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician in-training in the use of the starclose device achieved arteriotomy closure of an unspecified vessel after a diagnostic procedure. Reportedly, the device was difficult to remove from the pt anatomy. The device was removed using an assertive pull. Hemostasis was achieved with the starclose clip. There were no reported adverse patient effects. Reportedly the starclose device was used at an incorrect angle/position due to lack of experience resulting in the device being difficult to remove. Though requested, no additional information was available.